Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now. The customer¿s blood glucose level was unknown at the time of the incident. The customer states this is the second occurrence of replace battery now alarm. The customer states they were using a battery that was not previously used. Troubleshooting was performed but did not resolve the alarm. The insulin pump will not be returned for analysis.